Event description:
A dialysis clinic reported that when conductivity violated the limits or when shunt door was opened, machine did not alarm when limits were spread to the maximum. There was no pt injury. The conductivity display board has been replaced and no further problems have been reported.